Event description:
It was reported that three days post angio-seal deployment, the patient returned to the hospital with severe tenderness in the right groin. The patient reported a 102 degree temperature and chills the previous evening. The physician suspected that the patient had a possible infection in the groin procedure sight as the sight was tender to the touch, but no visual signs of infection were noted. The physician indicated that he planned to obtain an ultrasound on the sight; however, the results of the ultrasound are unknown. The report indicated that the wound dressing was properly placed post angio-seal deployment. The patient stated that they had not immersed self into water. Attempts to obtain information from the physician regarding the course of action was taken to care for this patient were unsuccessful. Information was obtained indicating that the patient was discharged from the hospital the same day and was placed on antibiotic therapy.